Event description:
It was reported that during a da vinci-assisted bariatric procedure, two sureform 60 staplers were unable to calibrate when used. The surgeon resolved the issue by stitching the target tissue and completed the procedure without a stapler. The procedure was completed with no reported injury. The instruments were inspected prior to use and no damage was observed. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting two staplers were used, and neither would calibrate, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. Has received the part associated with this complaint and failure analysis investigations has been completed and replicated the complaint. Failure analysis found the primary finding of engagement failure to be related to the customer reported complaint. The instrument failed to engage properly with the sterile adapters on the system during in-house testing and based on review of the logs. No physical damage was identified. The housing was removed from the back end of the instrument and the bearing thrust washers on the roll input exhibited signs of corrosion. There was rusted metal shavings found stuck on the magnet within the housing. The corrosion on the thrust washer bearing can cause the instrument to stiffen and lose the ability engage properly and to roll during manual articulation. The complaint regarding calibration issues was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the advanced failure analysis for the (2) sureform 60 stapler instruments associated with this event has been performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: (1) logs and elastic search results for pn 480460-09, (B)(4) show that the stapler failed to engage 5x on usm1 [universal surgical manipulator 1]. Each error was coded as error 22020 in the msc logs with parameters indicating the roll axis check failed 3 times, followed by 2 failures for grip axis. (2) logs show pn 480460-09, (B)(4) was installed on the system 18x and failed to engage 13x intermittently throughout the procedure with both usm1 and usm3. Each engagement failure was logged as error code 22020 in the msc logs with parameters of the errors indicating the roll axis hardstop check failed in each instance. The stapler successfully engaged on 5 installs and fired 5 reloads (all white) with 1 pause for compression with each firing. There were no incomplete clamps by this instrument. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to open surgery after the start of the procedure due to staplers not calibrating.